Event description:
Allegedly the patient complained of tightness. The following implant was used to replace the original: size 7 evolution cs insert (eis7-s10r), lot number 147366.

Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.